Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned sample is in used condition with activated deployment mechanism, and the stent is partially deployed; the stent is fractured at the distal end and two markers are missing; the disposition is not known. Inside grip, the force transmitting adhesive joint slide block/ proximal sheath was found loose which made a successful completion of the deployment impossible. The investigation leads to confirmed result for joint failure, partial deployment, and stent strut fracture. Based on the investigation of the provided information, the investigation is closed as confirmed for failure of an adhesive joint inside grip, partial deployment, and stent strut fracture. A definite root cause for the reported event could not be determined. The reported indication represents an off label use. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Holding and handling of the system throughout deployment was found sufficiently described. Regarding access/ accessories the instructions for use state: 'gain ipsilateral or contralateral femoral access utilizing an appropriate introducer sheath ¿ 5f (1.67 mm) or larger introducer sheath. See ¿materials required¿ section. ¿ insert a guidewire of appropriate length (table 3) and 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter (...).' Regarding pta the instructions for use state: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' The lifestent 5f vascular stent system is indicated for the treatment of atherosclerotic lesions in the superficial femoral artery (sfa) and popliteal artery. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the arteriovenous fistula, the stent allegedly was partially deployed. The procedure was completed using another device. There was no reported patient injury.